Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed multiple power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped and the battery cap was unable to fit. The reported power complaint was duplicated. The test battery cap was undamaged and was able to fit. No further power interruptions were found. The pump cover was removed to find no intermittent conditions to the printed circuit board. Unrelated to the original complaint, the display was dim and red. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.